Event description:
The customer reported that the insulin pump alarmed button error. Troubleshooting was performed. The caller was not holding the buttons for three minutes or greater. Advised the customer that the insulin pump will be replaced and revert to back up plan. During the call, the customer stated that the paramedics were called and took him to the hospital due to high blood glucose, and he was treated with manual injections. The customer experienced dehydration and fatigue. The caller stated that he had hypoglycemia, but when he arrived at the emergency room his glucose level was 140 to 150mg/dl. The customer stated that the adhesion got moist on the tape attached to the infusion set. The customer did not continue testing at this time. No further information was provided.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The insulin pump was received with intermittent button due to corroded keypad traces. The insulin pump was monitored for several hours and no button error alarm was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.